Event description:
Additional information was received from the patient. The cause of the issues were that it quit working. They called several times with no reply. The issue has not been resolved and they wanted it taken out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was no longer in use and was inactive, and there were several reasons why the ins was inactive. The ins was not working; it did not help the patient and it was not holding a charge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that their stimulator was off for about a year and a half because they hadn't been using it. Patient said a year and a half ago they were having trouble with implant charging and said the battery wouldn't stay charged for more than a day and it was taking 45 mins to 2 hours to charge up. Patient said they'd called a couple times and was told someone would call, but no one did and patient just eventually gave up and stopped using the device. Patient said they now needed to get an MRI done, but they were told to charge the controller first, which they did, but the implant battery wouldn't charge. Patient started trying to charge the implant again yesterday. During the call, patient entered passive recharge mode and reported middle number 93. After a few minutes, patient was able to start recharging with excellent quality: controller 100%, implant in the red. Patient was already familiar with MRI mode. Agent reviewed no device found troubleshooting and to continue to charge the implant up. The troubleshooting steps that were taken on the call resolved the issue.